Event description:
It was reported that during a da vinci-assisted hysterectomy-benign surgical procedure, error u-02 was observed. The error was intermittently popping up while in use. The intuitive surgical, inc. (Isi) technical service engineer (tse) was going to walk the customer through pulling the power cord from the erbe while the error was present. The next step was to plug the power cord back in and power up the erbe. While on the phone, the error was not showing, and the customer was going to try the steps mentioned in the error returned. The customer reported the u-02 error returned and will no longer clear. Prior to calling customer restarted the erbe with no change. The customer was continuing with the procedure robotically as planned to incorporate laparoscopic instruments to aid with cautery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical unit (iesu) due to error message observed. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Isi has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the iesu erbe generator involved with this complaint and completed the device evaluation. Review of the system logs confirmed the failure. The generator was analyzed and found to have no issue. The unit was placed on an in-house system and was run in normal mode. A defective component was suspected.

Event description:
Refer to h10/h11 for follow-up information.